Manufacturer narrative:
(B)(4). Concomitant medical products: tibial block, catalog 00598800526, lot 63395944; nexgen femoral augment, catalog 00599003510, lot 63245919; trabecular metal stepped cone, catalog 00545005920, lot 62363885; offset stem extension, catalog 00598802113, lot 63533036; straight stem extension, catalog 00598801016, lot 62955355; tibial block, catalog 00598800526, lot unknown; femur size e left, catalog 00599401591, lot 63228156; precoat tibial plate, catalog 00598800500, lot 63305539; trabecular metal femoral cone, catalog 00545002135, lot 63277825. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains in situ. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an irrigation and debridement 24 days post knee arthroplasty due to infection. The articular surface was planned to be replaced, however, the necessary tools were not available so nothing was removed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. Per the packaging insert for the articular surface, swelling or infection. Are considered to be known adverse effects of the procedure. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.